Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the catheter measurement function is abnormal and system is hang up when they use the qa. Upon troubleshooting, review of the log file showed no cmd_finished_qas received: timeout expired! And fse suspected that the qas software is crashed. Fse restored system software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device would crash when using the measurement function. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.